Event description:
It was reported the implantable neurostimulator (ins) ¿had been dead since (B)(6) 2013.¿ it was noted patient ¿let the battery go 3 times and had to have it restarted 3 times around (B)(6) 2013 and one time in clinic with manufacturing representative in (B)(6) 2013.¿ it was noted the information ¿sounded like¿ over discharge, but it was unclear if this was ¿really over discharge.¿ it was stated the manufacturing representative jump started the ins, but the battery ¿would not go over ¼.¿ it was later stated patient ¿was about to get 50%, but the battery went down under ¼ in 4 days.¿ it was further noted the patient stated she had not met manufacturing representative in person only talked over the phone. It was later reported that the patient was going in for a replacement (B)(6) 2013 at the time of report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
A week and a half later it was reported the patient had not had her replacement yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information recieved reported the patient had gotten help with restarting the ipg in the past, but it was not known it it was overdischarged or por. It was also reported there was a replacement scheduled for 2013-(B)(6).

Manufacturer narrative:
(B)(4).